Manufacturer narrative:
The cryoprobe was returned for an evaluation. An examination of the accessory revealed that the probe head had ruptured in the area of the distal end, with a longitudinal tear of approximately 5 cm in length and about 10.5 cm from the distal end. Roughly, in the middle of the crack there is a whitish discoloration of the blue plastic on both edges of the crack. There were no missing pieces. There were no signs of severe kinks or discoloration. No anomalies were found upon reviewing the cryoprobe's device history record (DHR) note: there were no other complaints reported involving the lot. Due to lack of information we can only speculate about the cause of the incident. Internal pressure must have built up due to a crimp in the line which caused the rupture. However, no conclusive determination could be made as to the cause of the device failure. Nevertheless, per the notes on use, the cryoprobe is to be checked visually and functionally for any kinks/damage before each use. Additionally, the accessory should not be occluded (kinked) prior to, during, and after use. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the cryoprobe intraoperatively ruptured in the area of the distal probe head. The accessory was being used with a cryosurgical unit. No patient or user injury was reported.